Manufacturer narrative:
The patient self tester's therapeutic range was provided but not included in the initial medwatch report. The therapeutic range is: 2.0-3.0. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported discrepant low inratio results as follows: (B)(6) 2014: inratio=1.8 - starting in (B)(6) 2015 patient self tester increased coumadin to 2.5mg 7x/week due to lower than expected results (B)(6) 2014 and (B)(6) 2015. (B)(6) 2015: inratio=1.9. (B)(6) 2015: inratio=1.5, lab=1.6 or 1.7. (B)(6) 2015: inratio=1.7. (B)(6) 2015: inratio=1.6. (B)(6) 2015: inratio=2.0. (B)(6) 2015: inratio=2.0. (B)(6) 2015: inratio=1.1 - patient self tester increased coumadin to 5mg on (B)(6) 2015 and (B)(6) 2015 due to inratio result on (B)(6) 2015, resumed normal dose of 2.5mg. (B)(6) 2015 patient self tester skipped coumadin dose. (B)(6) 2015 resumed dose 2.5mg. (B)(6) 2015: lab=1.7 - (B)(6) 2015 increased coumadin to 5mg based on lab result. (B)(6) 2015: inratio=1.6. Customer was unable to recall exact lab result from (B)(6) 2015, however believes it was either 1.6 or 1.7.

Manufacturer narrative:
Investigation pending.